Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to low out of range pacing impedance measurement below 200 ohms. Noise was also noted. Technical services (ts) was contacted and recommended troubleshooting options. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.